Event description:
Clinic notes dated (B)(6) 2013 reported that the patient¿s past medical history includes sleep apnea. There is no mention of interventions taken for sleep apnea. The patient is noted to be morbidly obese. Attempts for additional information have been unsuccessful to date.